Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the dat test at 0.08725 inches. No excessive no delivery alarms noted and the no delivery alarm functioned properly during the basic occlusion and occlusion tests. Installed a water filled reservoir, primed pump, and programmed with multiple boluses. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed inthe bolus history screen. No delivery anomalies noted during testing.pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The caller reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 470 mg/dl, which was treated with manual injection. Blood glucose level at the time of the call was 211 mg/dl. During troubleshooting, this high pressure test failed. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.